Manufacturer narrative:
Device received with operating currents within spec. Device passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime device during prime test due to faulty force sensor resistor. Device received with minor scratches on lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The insulin pump was returned for analysis. The reason for the return was unknown. The customer's blood glucose was unknown.